Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they never knew the device went out on one side until she had it checked at office. Pt states it's been replaced and everytime replaced still going to bathroom and was shocked and never had any problems and that when they checked once battery died and that was one and another one the top came off and that was another. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that as circumstances/cause for the issue, they never programmed the device other than to turn it off when needed. The patient also stated that they knew how to turn the device off with the ¿old device¿. They stated that they ¿never knew anything was wrong with the machine till programmed¿. As steps taken to resolve the issue, they noted that they ¿seemed to manage on one side¿. They stated that ¿I didn¿t know the battery was out¿ until the doctor told them. It was then fixed. The patient was upset that they were given ¿a box¿ and they charged what they were supposed to charge and given 2 programs. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported the "product has not been very helpful" because it has to be replaced due to something being wrong with the "coils" and it was not totally working. Patient stated "there are some blackouts" which the rep discovered at a programming appointment yesterday. Patient mentioned that when "the machine works its wonderful". The patient reported revision has not occurred yet still waiting on the pre-approval from her physician to schedule revision. There were no further complications reported.